Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an aortic arch aneurysm in zone 1 using conformable gore® tag® thoracic endoprosthesis. The procedure was completed without any issue. On an unknown date in (B)(6) 2020, it was observed on computed tomography that the distal side of the device had migrated proximally by an unknown distance. On an unknown date in (B)(6) 2021, aneurysm enlargement was observed on computed tomography. On (B)(6) 2022, migration of distal side of the device up to the aneurysm, a distal type I endoleak, and aneurysm enlargement was observed on the computed tomography angiography. On (B)(6) 2022, a reintervention to place additional stent grafts at the distal side of the device was performed. The patient tolerated the procedure. No physician's comment regarding the cause was provided.

Event description:
On (B)(6), 2016, this patient underwent endovascular treatment of an aortic arch aneurysm in zone 1 using conformable gore® tag® thoracic endoprosthesis (ctag). The procedure was completed without any issue. The distal landing zone was more than 20 mm at the initial procedure, and there might had been a distal type I endoleak; however, no additional treatment was performed at that time. On (B)(6) 2019, it was observed on computed tomography that the distal side of the ctag had migrated proximally into the aneurysm. The exact distance is unknown, but it was more than 10 mm. On (B)(6), 2021, aneurysm enlargement was observed on computed tomography. On (B)(6), 2022, migration of distal side of the device up to the aneurysm, a distal type I endoleak, and aneurysm enlargement was observed on the computed tomography angiography. On (B)(6) 2022, a reintervention to place additional stent grafts at the distal side of the device was performed. The patient tolerated the procedure. The physician did not comment regarding the cause of the migration.

Manufacturer narrative:
B3: additional details provided in description of event.